Manufacturer narrative:
Event date unknown. Initial reporter phone: (B)(6). Device evaluation: one device was returned for evaluation. Visual inspection revealed front and rear housing damage (upper side), display damage (bleeding), and battery door missing. Event history log confirmed error code 1310 was found in device information. Functional testing was unable to replicate the reported issue; no problems were found with the pump displaying ¿battery depleted¿ or ¿low battery¿ messages when fully charged high quality batteries were installed; the pump was found to be operating properly. The root cause was unknown. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a constant alarm (battery change). There was unknown patient involvement and unknown patient harm.